Event description:
The customer reported that she was hospitalized due to back surgery. During the hospitalization, the customer experienced elevated blood glucose levels. The customer wanted to know if her elevated blood glucose levels could be due to the pain she's in, as well as the pain medication she's taking. Advised the customer that both are possible causes for high blood glucose levels. Reviewed the basal rates, and they were correct. Advised the customer to speak with her health care professional for further assistance on the affect that her medication may have on her blood glucose levels.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.